Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump body and location of the damage was back side of the reservoir. Troubleshooting was performed. Customer confirmed that there was no out-of-box damage and retainer ring damage. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
S/w version 4.11d retainer ring = black case type = ngp customer returned pump for alleged cosmetic damage located at the reservoir compartment found on (B)(6)2023. Pump received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, pillowing keypad overlay, label damage (serial number label fading; end cap address label faded) and retainer knit line damage. Cosmetic damage was not confirmed at the reservoir compartment, however, other cosmetic damages were noted. Partially broken retainer ring damage confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.